Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the tubing leading to the balloon was too close to the skin under the scar. A new aus device was later implanted on (B)(6) 2020. No further information is available.